Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of two false negative klebsiella oxytoca results from the eplex blood culture identification gram negative (bcid-gn) panel while using the gm eplex base analyzer. The results from the eplex were not detected. The culture result was klebsiella oxytoca.

Manufacturer narrative:
Sample material from the patient was submitted for investigation and was tested in duplicate on the bcid-gn panel. Both resulted in no target detected. The sample material was cultured, and colony suspensions were tested in duplicate on the bcid-gn panel. Both resulted in no target detected. The sample was tested with wgs (whole genome sequencing) to identify the organism, and resulted in klebsiella michiganensis. Based on the available data and testing, there was no product issue found. The event was consistent with variation within the target sequence. There is a risk of false-negative results due to the presence of sequence variants in the bacterial targets of the test when the assay's primers/probes do not efficiently bind.